Event description:
Incident was filed in regards to this globetrotter unit. He is reporting that during the transport of a pt the flow of the o2 stopped during the transport and the pt required immediate care when they arrived at the ICU. No injury is being reported. The customer is alleging that they have replaced the flow valve p/n 6736249 several times due to problems with the knob binding. 2003 tsr on site. Found that starting from off and selecting low flows up to 6 lpm, there is no flow. At 6 lpm the flowmeter starts delivering gas. When lower down to 1/2 lpm the flow control seems to function. This is the 3rd time the flow control has been replaced.